Event description:
During routine literature surveillance, aspect medical systems, inc. Discovered publication of a case report in the "correspondence" section of the british journal of anesthesia (volume 103, issue 1, page 134) titled "bispectral index sensor as a possible cause of postoperative visual loss after frontal craniotomy". With the assistance of the local distributor, the author was contacted who confirmed he was the attending anesthesiologist and provided additional details. The procedure was performed in 2007, and involved a female patient who underwent frontal craniotomy for tumor resection from the right cerebral hemisphere. The body was positioned at a 30 degree angle. The anesthesiologist utilized a bis quatro sensor placed horizontally across the left side of the forehead. In order to avoid the operative field, the tail and the connector of the sensor were folded back onto the sensor, and connector end of the patient interface cable (pic) was placed between electrode 2 and electrode 4. The sensor tail and pic connector were fixed in this location by tape. During the surgical procedure, a bilateral skin incision across the hairline was performed, and a myocutaneous flap was reflected inferior at the level of the orbit. According to the anesthesiologist, the reflection of the myocutaneous flap resulted in the pic connector contacting the left eyelid. Upon completion of the surgery, the patient experienced postoperative visual loss in the left eye. Ophthalmic consultation found minimal signs of external trauma, impaired left ocular muscle function, and normal retinal blood flow. Retinal function was impaired, and optic nerve atrophy developed. The ocular findings lead to speculation the external compression of the eye globe may have made resulted in reduced perfusion to the left optic nerve, resulting in permanent nerve damage. The anesthesiologist stated that a potential cause might have been compression of globe by the pic connector during part or all of the eight hour surgical procedure.

Manufacturer narrative:
The instructions for use of the bis quatro sensor provides information for proper sensor placement. The sensor should be positioned diagonally on the forehead. Electrode 1 placed at the center of the forehead, approximately 2 inches above the bridge of the nose, electrode 4 directly above the eyebrow, and electrode 3 on the temple, between corner of the eye and hairline. In this particular case, due to the logistics of the frontal craniotomy and bilateral skin incision, avoidance of the surgical field was a challenge for the anesthesiologist. In an attempt to avoid the right side of the forehead, the bis sensor tail and pic connector were folded back over itself, and secured above the eyebrow. During surgery, the reflection of the myocutaneous forehead flap resulted in the bis sensor and pic connector folding over into the vicinity of the left eyelid and globe. Similar ocular complications have been reported following frontal craniotomy involving myocutaneous flaps. One author has recommended use of an eye shield to protect the eye during similar procedures. In this case, it is unclear if visual loss and optic nerve damage was caused by orbital pressure from the myocutaneous flap itself, or in combination with the pic cable and bis sensor. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Given that the patient's ocular injury was attributable to external pressure, and that the myocutaneous flap, bis sensor and pic connector were all located near the left eye, it is possible that the aspect sensor contributed to the patient's outcome of permanent visual impairment. Therefore, an MDR is required.